Event description:
Our hospital recently changed to the zoll defibrillators. The cardiovascular surgeons brought a concern to the operating room (or) manager regarding the new zoll defibrillators. The internal paddles, which resides only in the or, are too thick to put inside a neonate's chest. They are unable to insert these paddles. We have resorted to bringing the old defibrillators back for the cardiovascular ors to prevent a sentinel event from occurring. We would like to see a design change that includes a thinner internal paddle/spoon that can be used successfully on all neonate patients.manufacturer response: the manager was very responsive and informed our or manager that there is no internal paddle option to meet the needs of the neonate population at this time. The manager said he would like to partner with us to develop a resolution.